Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an appropriate treatment.   The device was started up at 23:46:33 on (B)(6) 2022. From 00:01:21 to 00:04:19 on (B)(6) 2022, an arrhythmia was detected six times. ECG shows sinus rhythm @ 80 bpm with pvcs transitioning to vt from 180-230 bpm with motion artifact and rb use. The vt self-converts to sinus rhythm @ 80 bpm with hb, bbb, pacer spikes and motion artifact. The lifevest properly detected vt six times between 00:01:21 to 00:04:19 on (B)(6) 2022. Motion artifact and rb use prevented the lifevest from treating the patient until the rhythm self-converts. At 00:12:56, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm transitioning to vt @ 280 bpm with motion artifact. At 00:13:06, the patient received the appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. The post shock rhythm was obscured due to motion artifact and electrode lead falloff. It is unclear if the arrhythmia was converted to a slower rhythm. No discernable rhythm can be seen post shock. The electrode belt was disconnected at 00:13:32 on (B)(6) 2022.